Event description:
It was reported to philips that the system takes abnormally long time to shut down on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted and restarted the system, resolving the shutdown issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).